Event description:
Complainant alleged that during the incoming inspection of the device, it was observed that the device displayed pacer faults 121, 122, 123 and 126. The complainant indicated that there was no pt involvement in the reported malfunction.